Event description:
Reportedly, the surgeon fired the instrument and the instrument did not form staples on the tissue. However, there was no damage to the tissue and another instrument was employed. No injury to the pt was reported.